Event description:
The polyethylene inlay became dislodged from the prodisc-l endplates. Surgeon reported that pt returned on an unk date for a 3-week follow up after l5-s1 disc replacement. Reportedly, pt fell on ice approximately 2 weeks post-operatively follow up x-ray showed the poly inlay was not contained within the pdl endplates. Due to the migration of the inlay close to the aorta, the surgeon decided to remove the pdl implant. During implant removal there was injury to the common iliac artery which required emergent intervention and a graft. The pt has since been discharged. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.